Manufacturer narrative:
Device evaluated by manufacturer - the device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. In addition the ring #1 and the tip has broken adhesive and fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Both curves are placed in the template shaded area. The device passed the dimensional test. X ray image revealed that the center support is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30oct2015. It was reported that the catheter was kinked. They were attempting to position the intellatip mifi¿ xp temperature ablation catheter across the cavo-tricuspid isthmus and on xray/fluro that the catheter angle appeared kinked after the proximal ring electrodes. The physician had not delivered energy yet and had not been able to get a stable position. Catheter was removed and no patient complications were reported. However; returned device analysis revealed broken adhesive between the electrodes.